Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a defect on the insulation of the modular cable was noted. An exchange was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the outer jacket; however, a specific cause could not be conclusively determined through this evaluation. The heartmate 3 modular cable was returned in used condition. Tape was applied from approximately 11-14¿ from the controller connector. The tape was removed and damage to the outer jacket was observed approximately 12¿ and 13.5¿ from the controller connector. Visual examination of the underlying armor layer was unremarkable. The modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue. The submitted controller event log files contained events that were captured between (B)(6) 2023 and (B)(6) 2023. No notable events or alarms were captured. The device appeared to function as intended. The relevant sections of the device history records for the modular cable, lot number 176463, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 6, "patient care and management", states "do not severely bend or kink the driveline" and instructs the user to "check the driveline daily for signs of damage such as cuts, holes, or tears". Section 8, "equipment storage and care" (under "cleaning the driveline"), states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm 3 lvas patient handbook rev. G, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.